Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image revealed two separate devices that confirm the batch number and product number. The devices are without anchors and suture. The devices show no physical damage. One of the devices is fully actuated and the second is not. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The device was fully actuated. No physical damage visible to the device. A functional evaluation revealed the actuator and tip function as expected. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a meniscus repair using the ultra fast-fix after t1 was implanted, t2 fell off from the meniscus. Then, a second ultra fast-fix was used, and t2 deployed simultaneously after t1 was implanted. The procedure was completed with a significant delay using a back-up device. No patient injury or other complications were reported.